Event description:
The international customer reported the ventilator shut down and did not alarm while in use on a patient. The customer reported the ventilator would then not power on. The customer reported there was no patient harm. The manufacturer's service technician confirmed the reported problem. Evaluation of the device power management board by the service technician observed resistor damage indicating that there was an excessive load on the 35v power supply. The service technician replaced the power management board to address the finding. A 35v failure may result in a shutdown of the device during normal ventilation mode operation.